Event description:
It was reported that the 9900 system was not tracking right images. It was noted that the images are going from light to dark to light without fluoroing. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.